Manufacturer narrative:
This failure has been previously investigated per dir (B)(4). It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front/rear cases, handles, front/rear doors, lt/rt iuis, latch, lock label, flange gripper, wiper seal, barrel clamp. Calibrated. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/03/2013 to present date 10/12/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. CAPA: (B)(4).

Event description:
It was reported that the device had a cracked case and was attempted to replace but failed. No patient involvement was reported.